Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Corrected data: the initial medwatch report b5 executive summary indicated: there was no patient involvement reported with the event. The initial medwatch report b5 executive summary should indicate: this issue is patient related; however there was no adverse event reported. Additional manufacturer narrative: further investigation of the power pcba verified the issue but could not duplicate it. The cause of the reported issue could not be determined. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4). Of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The power pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.